Manufacturer narrative:
Reported event: an event regarding fretting involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: dimensional, functional and material analysis was not performed as the device was not returned. Visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted device with nothing remarkable to report. From the photographs provided there is no evidence of damage for the device. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: the event cannot be confirmed without additional information. An explant picture was not provided but was referred to in the pi report. The x-ray represented a preoperative plan for revision. Root cause: a root cause cannot be ascribed to the case without additional information. As presented, if in fact there was trunnionosis and increased metal levels the lot numbers should be checked for the explants/implants and explants examined. Medical records would be required to determine the cause of the revision. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As reported: "right hip revision head and liner exchange. Pre-op diagnosis: failed right hip. Surgeon comment: 'trunnionosis - black trunnion.' No further information available per hospital." Rep supplied an explant picture and x-ray. Spoke to rep, who confirmed there are no allegations against the revised liner.